Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that the night prior to the call, she had a blood glucose level of 417 mg/dl and had ketones. The caller stated that she contacted her doctor and treated with a manual injection. The customer reported that there were bubbles in the tubing. The insulin pump was n ot replaced or returned for analysis.